Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: the customer displayed anal bleeding of over 500cc about 24 hours later, in the post operative period, and had to receive a transfusion. There was an extension of hospital stay. There was no unanticipated tissue loss. There was no unanticipated tissue damage.